Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. The rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed. The device also had a scratched lcd window, cracked case on display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the buttons were not responding and the insulin pump alarmed button error during a bolus attempt. The blood glucose at the time of the incident was 328 mg/dl; treated with bolus. It was stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.